Event description:
Customer alleges discrepant results with meter: date: (B)(6) 2011, inratio: 6.3, retest inratio: 4.6. On (B)(6) 2011, 4.6, doctor's inratio: 6.3. On (B)(6) 2011, 4.1, 3.5. Pt's target therapeutic range is 2.5-3.5.

Manufacturer narrative:
Pending.